Manufacturer narrative:
The investigation for the low pump flow, hemolysis, access site bleed, and the limb ischemia has been completed. Pump was not returned. Data logs were reviewed, and several suction alarms found during the case with flow issue. No motor current spike or other abnormalities found. Placement signal slight declining trend observed. As per clinical patient was on va ECMO device and had biventricular failure. Patient had poor papi score, and condition was deteriorating. The cause of the low pump flow issue was most likely patient condition related per log analysis and clinical. The cause of the access site bleeding issue was not determined since product was not returned and due to insufficient clinical evidence. The cause of the hemolysis issue was not determined since product was not returned and due to inconclusive log, clinical evidence. The cause of the renal failure issue was not determined since product was not returned and due to inconclusive log, clinical evidence.added- b1 selected product problem, h6 clinical code 2041 d4-corrected model number

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and at the beginning of support, the patient had hemolysis. Crrt (continuous renal replacement therapy) was later started. Additionally, the patient was lacking pulsatility on the impella side. The staff monitored. Furthermore, the patient had a hematoma at the access site. 1 unit of packed red blood cells were provided along with a pack of platelets. Heparin drip was paused and the patient had a washout. While on support, the pump had suction alarms. One unit of blood products were given to the patient. Also, the placement signal unreliable alarm occurred on support. Support continued and staff monitored.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
Us complainant reported the patient was on impella 5.5 support and at the beginning of support, the patient had hemolysis. Crrt was later started. Additionally, the patient was lacking pulsatility on the impella side. The staff monitored. Furthermore, the patient had a hematoma at the access site. 1 unit of packed red blood cells were provided along with a pack of platelets. Heparin drip was paused and the patient had a washout. While on support, the pump had suction alarms. One unit of blood products were given to the patient. Also, the placement signal unreliable alarm occurred on support. Support continued and staff monitored.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Pump was not returned. Data logs were reviewed, and several suction alarms found during the case with flow issue. No motor current spike or other abnormalities found. Placement signal slight declining trend observed. As per clinical patient was on va ECMO device and had biventricular failure per 07/7. Patient had poor papi score, and condition was deteriorating. The cause of the low pump flow issue was most likely patient condition related per log analysis and clinical. Upon review of data logs, no problem was found with the pump, and it is apparent that the console ic 4897 is the potential cause of the optical signal issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.